Event description:
The tip of the occlusion catheter detached and was removed from the patient the following day. The physician inserted the occlusion balloon wire into the patient. The physician was advancing into the vessel. It passed through the first tortuousity without issues but failed to pass a second curve. The physician tried to advance the device but was unsuccessful. The physician decided to discontinue the procedure. The physician attempted to remove of the occlusion balloon and the distal tip and the balloon detached from the wire. The broken piece was left inside the patient. The tip was surgically removed on the next day. There was no injury to the patient.